Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 20088706.

Event description:
It was reported that patients ipg was non-functional. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.